Event description:
On (B)(6) 2013, the patient was implanted with a gore excluder aaa endoprosthesis to treat an abdominal aneurysm. At the time of the procedure, it was noted that the patient's infrarenal aortic neck was calcified, and had approximately 60 degrees angulation. On (B)(6) 2013, computed tomography scan revealed a proximal type I endoleak. On (B)(6) 2013, the patient was implanted with two gore aortic extender components to treat the proximal type I endoleak. A final angiographic run demonstrated that the type I endoleak was not resolved. The patient tolerated the procedure. Immediately after the procedure, the patient was moved to another surgery suite to undergo a procedure related to his colo-rectal cancer. According to the physician, the inferior mesenteric artery was to be ligated, and the infrarenal aorta to be banded. The patient will be re-evaluated post-operatively.

Manufacturer narrative:
Additional excluder components included in this report: pxa280300/9172004, pxa280300/ 9574277. Results - a review of the manufacturing and sterilization records for the devices verified that the lots met all pre-release specifications. Conclusion - per the gore excluder aaa endoprosthesis instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include severe proximal neck angulation, short proximal aortic neck and significant thrombus and / or calcium at the arterial implantation sites.